Event description:
During a supraventricular tachycardia procedure, it was reported that the catheter tip of the ez steer¿ thermocool® bi-directional catheter was bent when removed from the package. The physician proceeded to use it in the patient and noticed it was not behaving properly. They decided to exchange the catheter. While removing it from the patient, the bend was severe. There were no patient consequences; the procedure was completed successfully with a same like product. Multiple attempts were made to obtain further information of the reported event. As for now, no further information has been made available. On april 18th, failure analysis lab found damage on the returned product complaint. The peek housing bent and broken, leaving internal wiring exposed between rings. Due to this finding and the potential risk to the patient, it was determined for this complaint to be reportable. Awareness date changed from april 4th to april 18th, 2014.

Manufacturer narrative:
The device investigation is still in progress. (B)(4).

Manufacturer narrative:
(B)(4). During a supraventricular tachycardia procedure, it was reported that the catheter tip of the ez steer¿ thermocool® bi-directional catheter was bent when removed from the package. The physician proceeded to use it in the patient and noticed it was not behaving properly. They decided to exchange the catheter. While removing it from the patient, the bend was severe. There were no patient consequences; the procedure was completed successfully with a same like product. On april 18th, failure analysis lab found damage on the returned product complaint. The peek housing bent and broken, leaving internal wiring exposed between rings. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and the peek housing was found bent and broken leaving internal wiring exposed between ring # 1 and ring # 2. The damage section was still attached to the rest of the catheter. A tilt test was performed and catheter failed due to the peek housing condition. A scanning electron microscope (sem) was carried out and the results showed that the sample received presented evidence of elongation and fatigue. Also a pin hole was also observed in the damage section. The elongation found and the pin hole suggested that the damage was initiated in this zone with an unknown object. The evidence of fatigue suggested that the sample was pulled off until separation. Based on these, the results demonstrated that the peek housing was damaged by an external force. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Therefore, it can be concluded that the catheter left the manufacturing facility in good conditions. The complaint system was reviewed and no other complaint was reported under lot number 16055563m. All the catheters are inspected for defects before packaging. On line inspections are in place to prevent damaged peek housing from leaving the facility. The customer complaint was confirmed. However, it remains unknown how the peek housing was damaged.